Event description:
Related manufacturer reference number: 2017865-2022-22690 it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) and the right atrial (ra) leads were found to have exhibited oversensing. No intervention was performed. The patient was in stable condition.